Manufacturer narrative:
Additional information: h4: the device was manufactured between 11/04/2024 and 11/06/2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had broken casing. This was observed upon arrival. There was no patient involvement. No additional information is available.